Manufacturer narrative:
Alleged failure: the device has worked several times without activation by the operators the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the probe being short due to fluid ingress. A broken/damaged bond of the polyimide and suction tubing causes fluid ingress to the pcb which can lead to a short circuit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the device continuously activated.

Event description:
It was reported that the device continuously activated.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.